Event description:
Heartware left ventricular assist device (lvad) was readmitted to hospital for heart failure optimization following right heart cath. While under management in the ICU setting, patient experienced melena and hemoglobin drift to 6.0, which prompted endoscopic evaluation with included 2 egds (normal), 2 colonoscopies (blood throughout), and 2 antegrade push enteroscopies (bleeding jejunal arteriovenous malformation (avm's) at the jejunojejunal anastomosis- treated with cautery). Sixteen units of blood were transfused. Heparin to coumadin bridging was completed prior to discharge. Aspirin was reduced to 81 mg every other day.